Event description:
The customer received questionable thyrotropin (tsh) results on their e170 analyzer. The customer provided data for 55 samples with repeat results, of which there were 36 samples with discrepant results. Repeat testing was performed on an abbott architect analyzer. Refer to the attachment to the medwatch for the initial and repeat results. It is unknown if any results were reported outside the laboratory. There were no allegations of any adverse events. The tsh reagent lot number was 162081 and the expiration date was not provided.

Manufacturer narrative:
The customer provided patient samples for investigation. The samples were tested on an analytical e-module and at an external laboratory on a siemens centaur. The results between the analyzers compared well. There were no adverse events.

Manufacturer narrative:
This event occurred in (B)(6).